Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned at this time.

Event description:
It was reported that the catheter extension disconnected from the hub while the patient was in the ICU. No patient injury reported.

Manufacturer narrative:
Manufacturing review: a device history review (DHR) cannot be performed as no lot number was provided by the complainant. Investigation summary: the complaint of a break in the catheter was confirmed, and the cause appeared to be use related. One 4.2 fr broviac catheter was returned for investigation. The catheter exhibited evidence of use. The catheter had been cut 2.8cm distal to the cuff and the distal segment of the catheter was not returned for investigation. The cuff was discolored from use. The printing on the clamping oversleeve was completely worn. A suture was tied around the catheter between the clamping oversleeve and the cuff. The crimp collar was positioned in its manufactured position. The connector had separated from the crimp collar and was received separate from the catheter. A section of 4.2fr tubing remained attached to the connector stem. The distal tip of the stem extended beyond the broken end of the catheter. A microscopic examination of the adjoining surfaces of the break sites revealed an uneven and jagged surface, which is consistent with a tensile break. Elastic weakness was observed in catheter. The characteristics of the damage are consistent with a tensile break. Due to the condition of the sample, it appeared that the catheter was damaged during use. The broviac catheter should be secured out of sight for infants and children. Vests and other clothing should be used to completely cover tubing and exit site. Patients should not be allowed to pull on tubing at any time to avoid catheter damage or breakage. Labeling review: a review of product labeling documents (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. (Product catalog number 0600520).

Event description:
It was reported that the catheter extension disconnected from the hub while the patient was in the ICU. No patient injury reported.